Manufacturer narrative:
Analysis was normal. No anomaly was found. A lead tip stiffness test was performed and the lead was found to be within specification.

Event description:
It was reported that a patient presented to the hospital two days post implant with complaints of sharp chest pains through the night. An increase in threshold was observed on the right ventricular lead. Review of x-ray revealed the lead had perforated the pericardium. Patient was admitted for lead repositioning. Slight effusion was noted at start of the procedure. The physician attempted to reposition the lead which resulted in a pericardial effusion. A pericardiocentesis was performed to remove fluid. After several unsuccessful attempts to reposition the lead, the lead was explanted. A catheter was placed for drainage and the pocket was closed. Patient will be kept in ccu until a lead implant procedure can be performed.